Event description:
Additional information received and reported that the iol was exchanged for an another model of the same diopter company lens, from non toric to toric indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Corrected information has been provided in b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, as the patient experienced significant blurry vision and clinical reason being increased astigmatism post surgery error. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, as the patient experienced significant blurry vision and clinical reason being increased astigmatism post surgery error. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the company lens was exchanged for an another model of the same diopter company lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with a different model company lens with the same diopter value. The product has not been received to evaluate. Additional information was provided that, in the surgeon's opinion, the increased astigmatism could have been induced by corneal incisions during surgery. The account indicated the patient had dry eye and was a glaucoma suspect. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).